Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneursymal aortic neck measured 19mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 145 mm. The pt has a history of coronary artery disease, hypertension and hypercholesterolemia. It was reported that the vessels were moderately tortuous with no calcification. The physician did not use an introducer sheath to access the femoral artery. It was reported that as the physician put the device into the femoral artery he rotated the device several times, which built up a lot of torque consequently causing the runners to overlap. The overlapping of the runners was not detected until the physician had partially deployed the stent graft. It was reported that this was the physician's first procedure and he had pulled the runners harder than he should have causing the stent graft to migrate 6 cm, which required the placement of two 24mm diameter x 3.75 cm length aortic cuffs. The final angiogram demonstrated no endoleak and successful exclusion of the aneurysm. It was reported that the pt is fine and no additional clinical sequelae were reported related to the complaint.